Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage at site event on (B)(6) 2024. The infusion set was in use for less than 24 hours. The glucose level was 375 mg/dl. No further information available.